Event description:
Customer stated the dstc-28s was splitting near the end of the tube (where the light blue cap is) after placed in the patient. Customer stated the patient had to return to or for chest tube exchange when the tube would not drain at all following open-heart surgery.